Manufacturer narrative:
The technician performed the investigation and spoke with the risk mgr who stated that the left intermediate side rail fell to the down position when the nurse rolled the pt against the side rail to change the bedding. The nurse supported the pt as they both went to the ground. The risk manager stated there was no injury. The technician inspected the bed and found it to be working as designed, no issue found.

Event description:
The account alleged that a pt fell out of the bed when the left intermediate side rail lowered. He alleged that the pt was injured.